Manufacturer narrative:
Other, other text: h10 ?device evaluation: sixteen level 1 trauma fast flow disposable units were returned for investigation. Fifteen of the units were received in their original closed packaging. One unit was received in a decontaminated state. The returned units were visually inspected at 12 to 16 inches under normal conditions of illumination. No defects were observed. All the units were then leak tested. No leaks were observed. The customer reported product problem was not confirmed. No fault was found with the units.

Manufacturer narrative:
(B)(6). Device evaluation in progress.

Event description:
It was reported that the level 1 trauma fast flow disposable exhibited the following two problems (a) there was a leak from the join at the bag spike and the drip chamber, and (b) the bag spike completely disconnected from the drip chamber. The product problems were observed immediately during use. There was no patient involvement however.